Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on critical override. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override and disconnected mode. A field service engineer reimaged the station and informed the technical support specialist (tss) that the reimaging was completed. However, the issue with connecting to the server persisted. The tss corrected the server's name and was able to synchronization the device. The system intended after field service engineer and technical support specialist resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on critical override. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.